Manufacturer narrative:
One tapered screw vent (tsv6b11) was returned for investigation. Visual evaluation of the as returned product identified signs of usage and what appears to be dried blood inside the implant drive featured. No significant damage was identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition noted on the per. The reported device was located on tooth #19 (universal) and was used for approximately 11 days. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1240416. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review by lot number (1240416) was performed for similar events using keyword category medical: pain and no other similar complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight: patient weight unknown / not provided. PMA/510k: k013227.

Event description:
It was reported that the implant was placed on (B)(6) 2021 at site #19. Patient complained of pain on (B)(6) 2021. Immediate post op pano and cbct showed implant in a good position. Despite pain control measures, patient was still experiencing pain and opted to have the implant removed. Patient will return in 4 months to assess to see if the patient is a candidate for a new implant.